Event description:
The device was used in low anterior resection in the initial procedure. One week post operatively, the staples on the anterior and posterior portion of the anastomosis were still intact, but the lateral staples on each side from the circular line were not intact and the anastamosis was compromised. This resulted in reoperation. There were no other reported consequences.